Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field: d1, d4 (catalog, model name, UDI). A getinge field service engineer (fse) evaluated the unit and testing revealed the same problem. The equipment was worked with a spare safety disk and tidal volume disk consumables for testing, and the situation has improved after replacement. All functional and safety test were performed and passed.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use on the cardiosave intra-aortic balloon pump(iabp) an autofill fail occurred, and reconnecting the piping failed to resolve the issue. There was no patient involved.